Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) monitor was returned for failure analysis and the reported issue was not replicated. In system logs, no data was found indicate that the fault had occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed on our printed circuit assembly (pca) test system. The system started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues.

Manufacturer narrative:
Upon visual inspection, the dcib metal plate is lifted and damaged on the ec which is causing the reported failure. As a result of these findings, failure analysis was able to conclude that dcib was found to be the root cause of the reported failure. The system did not present any errors when initially powered on. The customer rebooted the system to resolve the issue. The original surgeon side console was able to be used to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the reported issue but proactively replaced the high resolution stereo viewer (hrsv) monitor and endoscope controller (ec). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A return material authorization (RMA) has been issued for the return of the hrsv monitor.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye of the high resolution stereo viewer repeatedly went black. The procedure was completed with no reports of patient injury.